Event description:
Received a report from co rep that the programming wand failed to establish communication with two separate generators. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem.